Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a german patient developed a skin irritation. The irritation was described as pustles all over the patient's body. The patient reported the pustles are not from the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The hospital believes the irritation could be a side effect of the pills the patient is prescribed. The patient was prescribed a cortisone ointment from the doctor and the irritation improved. Supplemental report (B)(6) 2021: submitting report to correct section g4.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient developed a skin irritation. The irritation was described as pustles all over the patient's body. The patient reported the pustles are not from the lifevest. There are no allegations of any bleeding, oozing, or weeping wounds. There was no alleged device malfunction contributing to the irritation. The hospital believes the irritation could be a side effect of the pills the patient is prescribed. The patient was prescribed a cortisone ointment from the doctor and the irritation improved.